Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 07/09/2015 for investigation. Investigation results are as follows: external visual inspection of the returned platform was performed and found that the short and long black covers and the head restraints were damaged. It was also observed that the battery bay springs were loose. Internal visual inspection was also performed and found that the battery bay was damaged and that there was blood contamination inside the platform, thus confirming the customer's reported information that the autopulse platform was full of blood. However, the physical damages found during visual inspection are unrelated to the customer's reported complaint that the autopulse platform did not power on. A review of the platform's archive data was performed and found no sessions on the reported event date of (B)(6) 2015. It should be noted that the archive data does not tell if the user attempted to power the device on, therefore, the reported complaint could not be confirmed through review of the platform's archive data. The customer's reported complaint was not duplicated during evaluation of the returned platform. The platform successfully powered on for functional testing. Unrelated to the reported complaint, a "system error" message displayed upon power on. Further investigation determined that the system processor board was defective. A load cell characterization test was also performed, which verified that both load cells were functioning within specification. Based on the investigation, the parts identified for replacement were the system processor board, the short and long black covers, the head restraints, the battery bay and associated parts and the battery bay springs. In summary, the customer's reported complaint that the autopulse platform did not power on was not confirmed. Visual inspection did confirm that there was blood contamination inside the platform. However, the blood contamination did not prevent the platform from powering on as the platform successfully powered on for functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. Therefore, a root cause could not be determined. Unrelated to the reported complaint, the platform displayed a "system error" message upon power on for functional testing. The root cause of the "system error" message was determined to be a defective system processor board. Also unrelated to the reported complaint, a load cell characterization test was performed, which verified that both load cells were functioning within specification. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that the autopulse platform did not power on. Customer also reported that the platform was full of blood. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.